Event description:
It was reported a pericardial effusion was noted during the procedure. While mapping in the left atrium with the reflexion spiral catheter, the pt became hypotensive while maneuvering the catheter (getting geometry for the velocity mapping system). The catheter was removed from the left atrium and a echo was performed which revealed a pericardial effusion. A pericardiocentesis was performed with approx 1500 ml of blood removed. The pt left the procedure room and was taken to the intensive care unit where he was reported to be awake, responsive and stable.

Manufacturer narrative:
One 7f livewire ep catheter was received for evaluation. No visible anomalies were observed. The catheter was able to deflect in both directions with the correct shape produced. The catheter's loop deflects as designed; no abnormal resistance was encountered. The returned device remains within specification. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated. Only the month/year is known: expiration date.